Manufacturer narrative:
The device was received fully deployed. The download data shows the device completed both first and second prime with an expected number of pulses in each sequence. The data also showed that a low voltage detection, occurred during operation. During investigation, all three batteries were measured to have sufficient voltage and shelf mode current (smc) was measured to be within specification. No damages or defects were observed that would result in the alarm. The exact cause of the alarm could not be determined. During investigation the needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would allow early deployment of the needle mechanism were observed. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.

Event description:
The patient reported they removed the needle guard and the observed that the cannula was already deployed. This is pod 1 of 2.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.